Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papillae orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when attempting to cut the papilla opening, the handle of the device was pulled to form a bow; however, the cutting wire would not bow. The power was turned off and the device was removed from the working channel. It was then noticed that the cutting wire was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed the device was attempted to be bowed by pulling the handle several times; however, it would not bow.

Manufacturer narrative:
Block a1: the other patient identifier is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned truetome 44 was analyzed, and a visual and microscopic inspection found that the distal pierced hole (tome's extrusion) was torn; therefore, this last condition displaced the cutting wire anchor from its original position (the wire anchor is still within the catheter), due to this condition the device was not able to bow, the cutting wire was not broken. The customer provided a video where was possible to observe that the truetome device was being actuated and unable to bow. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found that the cutting wire was not broken. Instead, it was found that the distal pierced hole was torn (working length torn) and this condition limited the overall performance of the device making the device unable or difficult to bow. The working length torn at the pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it and displace the cutting wire anchor from its position. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block a1: the other patient identifier is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenal papillae orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when attempting to cut the papilla opening, the handle of the device was pulled to form a bow; however, the cutting wire would not bow. The power was turned off and the device was removed from the working channel. It was then noticed that the cutting wire was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed the device was attempted to be bowed by pulling the handle several times; however, it would not bow.